Event description:
On (B)(6) 2020, this patient with leriche syndrome underwent endovascular repair using gore® excluder® aaa endoprostheses, and gore® dryseal flex introducer sheaths. During insertion and withdrawing of the sheaths, a dissection occurred in the right external iliac artery. As treatment, a vascular stent (manufacturer unknown) was placed in the right external iliac artery. Measurement of the right external iliac artery was not reported to gore.